Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp and delamination in the plug strap disk shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on plug strap disk shell to an unidentified (tear) opening. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.